Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
Patient death. A patient underwent an ablation procedure involving a intellamap orion catheter, intellanav stablepoint catheter, a dynamic xt catheter, on (B)(6) 2022. The procedure was completed successfully with no complications. One week post procedure, the patient presented to the emergency room with chest pain. No medical interventions were performed and the patient was discharged. A week later the patient went to the emergency room again and was hospitalized in intensive care. The patient was diagnosed with an esophageal atrio fistula and air embolism. The patient expired on (B)(6) 2022. No official cause of death was reported.

Event description:
Patient death. A patient underwent an ablation procedure involving a intellamap orion catheter, intellanav stablepoint catheter, a dynamic xt catheter, on (B)(6) 2022. The procedure was completed successfully with no complications. One week post procedure, the patient presented to the emergency room with chest pain. No medical interventions were performed and the patient was discharged. A week later the patient went to the emergency room again and was hospitalized in intensive care. The patient was diagnosed with an esophageal atrio fistula and air embolism. The patient expired on (B)(6) 2022. No official cause of death was reported. Additional information received indicated that the patient was receiving ablation treatment for persistent atrial fibrillation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Additional information was added to b5 and b7.